Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/07/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the load plate cover to be torn. The physical damage found during visual inspection is unrelated to the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the platform's archive was performed and found ua 7 to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The returned platform was unable to undergo initial functional testing as it displayed a ua 7 message when the platform was powered on. The message was unable to be cleared. A load cell characterization test was performed and found that both load cells were over-reporting. Based on the investigation, the load cell modules and the load plate cover were replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform displaying a ua 7 message was confirmed through both review of the platform's archive and upon initial functional testing. The root cause was determined to be defective load cells. The load cells were replaced, allowing the platform to function as intended.

Event description:
It was reported that during biomed testing by the customer, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.